Event description:
The manufacturer received information alleging a failed test step occurred on a trilogy ev300 ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy ev300 ventilator was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices failed an active exhalation verification test step during testing. In conclusion the proportional valve & 3 way solenoid valve. Performed final test were replaced to resolve the issue. Device passed all tests & returned to service.